Event description:
The customer received blood glucose readings of 152 and 164mg/dl on the contour next, re-tested on a different meter and the reading was 82mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the strips for evaluation. New strips and meter were sent to the customer.